Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to addres the issue. There was no reported adverse impact. Customer reverted to an alternate method of insulin delivery.